Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 576 mg/dl at the time of the incident and the current blood glucose value was 185 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injection. Customer was using auto mode. Customer did not allege pump was under delivering. Customer stated the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.